Event description:
It was reported that during an implant attempt, numerous attempts were made to advance stylets into the lead. The physician was not successful in fully advancing any stylet. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Blood was found on the distal electrode. (B)(4).

Event description:
It was reported that during an implant attempt, numerous attempts were made to advance stylets into the lead. The physician was not successful in fully advancing any stylet. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.